Event description:
According to rn, this pt was ordered oral antibiotics for peritonitis in 2005. Pt reported to her an air leak in his tubing and this was confirmed by rn. Pt is currently without signs or symptoms of infection. Culture obtained from effluent has had no growth.